Manufacturer narrative:
Submit date: 06/17/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states there was excessive lint in the gauze.

Manufacturer narrative:
A device history record (DHR) review could not be performed because the lot number was not provided by the customer. There were no samples/photos received with this complaint therefore an examination of the reported condition could not be made. Based on the investigation and analysis, the root cause was identified as occurring when the gauze roll is slit by first crushing then cutting which generates some tiny lint + fraying on the cut edge of the slitting roll. The corrective actions taken by the suppliers are to improve the cutting and folding method. This complaint will be used for trending purpose.